Manufacturer narrative:
Non-bd adaptor; 1000ml baxter bag ndc 0338-0117-04, lot number y002527, exp apr 17, lactated ringer¿s. Additional information provided: the affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the secondary infusion was ¿free flowing¿ back into the primary infusion bag even though the primary bag was lower than the secondary bag. There was no report of patient harm.

Manufacturer narrative:
Non-bd adaptor; 1000ml baxter bag ndc 0338-0117-04, lot number y002527, exp apr 17, lactated ringer¿s. Additional information provided: the affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the secondary infusion was ¿free flowing¿ back into the primary infusion bag even though the primary bag was lower than the secondary bag. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of backflow into the primary bag was not replicated however a particle was found in the check valve which likely caused the event. The primary and secondary set were visually inspected and no anomalies were observed. The check valve was assembled in the set correctly with the silicone membrane centered. Functional testing resulted in no backflow past the check valve or into the primary bag. Disassembly of the check valve part resulted in discovery of a 0.0324¿ long cellulose particle located between the housing seal area and the affixed silicone diaphragm disk. The root cause of the customer¿s report of a check valve failure was identified as cellulose particle found in the fluid path that could have prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the particle was not identified.